Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedances. The impedances were stable around 70 ohms, but recently increased to out of range values of 131 ohms. At this time, the lead and existing implantable cardioverter defibrillator remain in service. The patient is being monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide additional information. The high out of range shock impedances have continued, so the patient was brought in for a commanded shock. The results showed impedance values within normal range, so the plan is to monitor the patient and bring them in yearly for another commanded shock. It is suspected that there is a lead tissue interface issue. At this time, the lead still remains in service. No additional adverse patient effects were reported.